Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The cause of the battery not fully charging was a broken yellow wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack.

Event description:
The wife of a (B)(6) male patient called into zoll lifecor customer support to report that the pt's battery will not hold a charge. The pt was sent a replacement battery pack.